Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple alerts triggered for the left ventricular (lv) lead due to high pacing impedances across four lv vectors using the lv3 electrode. In addition, there was no capture when using lv3. It was noted that there was a confirmed header issue on the cardiac resynchronization therapy defibrillator (crt-d) as the physician had difficulties at implant putting the lv lead in the port of the device. The patient was brought to the lab and the lv3 electrode tested normal with an analyzer. At the revision, the pin was re-seated into the header and the all testing was normal. The device and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.